Manufacturer narrative:
Zoll has not yet received the zoll catheter in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
It was reported that when patient was undergoing therapeutic hypothermia, it was noticed that the saline bag had approximately 90cc's remaining in the bag, indicating a possible leakage. There was no leakage of saline seen outside the patient. The catheter was flushed and pink tinged liquid was returned. No patient sequelae was reported. No additional information provided.